Event description:
It was reported that pump touchscreen became unresponsive and pump screen appeared frozen so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with support from tandem technical support but screen remained unresponsive.